Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose level was 450 mg/dl. The customer was treated with the manual injection. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer was alleging that the insulin pump was under delivering because they had high glucose. The customer stated that the drive support cap was appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer requested as he had to get back to work, advised to call back to finish troubleshooting for high blood glucose and customer stated he will call back. The insulin pump will not be returned for analysis.